Manufacturer narrative:
(B)(4). The a.2 field entry does not represent the date of birth of the patient and should be read as ¿no information¿.

Event description:
It was reported that the patient experienced a skin reaction that required medical intervention. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported a pus filled sore and an infection from the sensor which occurred 5 days after the sensor had been inserted. Due to the infection, the patient had discomfort at the insertion site and was evaluated by a physician. No medications were prescribed. No additional patient or event information is available.